Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted ten pc400s and twenty non-penumbra coils using a lantern delivery microcatheter (lantern). While advancing another pc400 coil a few centimeters into the lantern, the physician encountered resistance. The physician then decided to retract the pc400 and encountered resistance again when the pc400 was approximately 5 cm away from the tip of the introducer sheath. The pc400 was removed from the procedure and the procedure was completed using eight additional pc400 coils, fifteen other coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was slightly compressed but intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present on the proximal end of the embolization coil. Blood was present within the introducer sheath and on the embolization coil. Conclusions: evaluation of the returned pc400 revealed proximal offset coil winds. If the device is forcefully advanced against this resistance, damage such as offset coil winds may occur. During functional testing, the pc400 was advanced out of its introducer sheath and through a demonstration catheter without issue. Further evaluation revealed coagulated blood on the embolization coil and within the introducer sheath. This may have contributed to the resistance experienced during the procedure. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure.